Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. Failure to follow steps/instructions - no femoral angiogram taken.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned proglide device revealed that the posterior cuff miss occurred during needle deployment as evidenced by undisturbed posterior cuff tabs and undamaged posterior needle, indicating no engagement between these 2 components. The posterior needle tip was ejected from the needle shank but remained undisturbed, suggesting that the posterior needle was deflected away from posterior foot instead of engaged with the posterior cuff inside the posterior foot pocket during needle deployment as designed. The posterior cuff miss would result in a failure to retrieve the suture as observed and confirms the product experience. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. Possible contributing factors for needle deflection that resulted in the posterior cuff miss including, but not limited to are, manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. However, the needle trajectory of every device is verified during manufacturing. Also, during testing, the plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. It was reported that a femoral angiogram was not taken prior to the procedure, but no calcification was noted at the site. The instructions for use (IFU), under the warnings and smc device placement sections, states: perform a femoral angiogram to verify the location of the puncture site. However, it could not be definitively concluded that this had contributed to the detected posterior cuff miss as no calcification was noted at the site. Although, there were no challenging anatomical conditions reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique, based on the successful test of the devices needle trajectory and during manufacturing, the probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected as a result of this investigation. A review of the finished device lot history records did not reveal any relevant nonconforming material records for this lot that could have contributed to this complaint. A query of the database for this lot based on actual investigation findings revealed no other incidents that exhibited the inability to confirm the reported experience as no known device problem was found.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after a coronary diagnostic procedure which used a 6f sheath. Reportedly, a posterior needle to cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is trained in the use of the perclose proglide device. No femoral angiogram was taken. Though requested, additional information was not provided.